Event description:
A customer contacted baxter's technical service center to report having a system error 2367 alarm with the homechoice (hc) machine during dwell 2 of 4. The technical service representative (tsr) asked the home patient (hp) if he had any other errors and he said he did not. The tsr instructed the hp to end therapy and use manual supplies to finish therapy. The hp was advised to contact his peritoneal dialysis nurse the following morning. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the caregiver (cg) on (B)(6) 2011. The cg stated that the hp had their machine swapped the next day. The hp finished therapy that night with manuals. There was no patient injury or medical intervention indicated at the time of the initial report. No further information.

Manufacturer narrative:
(B)(4). The cycler was swapped and the sample was not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided.